Event description:
It was reported that a revision surgery of the right knee was performed to revise the patellar component due to pain. During the revision the doctor find abundant synovitis, significant scarring of the infrapatellar fat pad. Patient with long medical history.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the root causes of the pain and instability suffered by this patient were likely long term results from the damage to the knee from the gunshot wound, which resulted in "severe dystrophic bone and deformity" and in multiple knee procedures with some prior to the noted (B)(6) 2015 implant of s&n product. Noted is that no mention of a "loose hinge and broken hardware" was documented in the operative notes and the current implants are not smith and nephew products. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.